Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, left handle, carriage block assy, sleeve drivearm, retainer, wiper seal, tube drivearm, left/right iui connector, top disk holder & lens indicator. Performed calibration. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the syr/pca sizer sensor bkt clp assy. A review of the device history record showed the device had a manufacture date of 10nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a barrel clamp issue and OEM recall. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had a barrel clamp issue and OEM recall. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, left handle, carriage block assy, sleeve drivearm, retainer, wiper seal, tube drivearm, left/right iui connector, top disk holder & lens indicator. Performed calibration. A review of the device history record showed the device had a manufacture date of 10nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the syr/pca sizer sensor bkt clp assy. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a barrel clamp issue and OEM recall. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had a barrel clamp issue and OEM recall. There was no additional information provided and no patient involvement.